Event description:
Patient came out of scanner and commented that her fingers had burns. The patient had rings on both "pinky fingers" during the scan. Burns were noted as 3rd degree, small, but deep. Burns were on a finger with a ring and on the thumb. Patient was believed to have been positioned with hands together in isocenter of the MRI, but patient cannot remember exact location of hands due to being sedated. Patient was treated in the ed with dressings and bacitracin. Patient was cared for by mds on site, then transferred via monitored ambulance to ed for cardiologist care. Was discharged later same day to home.